Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that we had an incident two days ago, where the guidewire from an accucath was unable to be retracted. A provider had to remove it at bedside and a piece of the guide wire was retained and had to be surgically removed. The lot number is rejr2028. No other information was provided.